Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead perforated and the patient had a pericardia stentisis and cardica tamponade on (B)(6) 2011. Caller did note that she can't get r-waves at 60bpm (didn't want to test at lower rate than that) and lrl was set to 90bpm. Ts stated that sounded normal for post av node ablation. Impedance today is 590ohms, same as it was on the 24th. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).